Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-05642 and correct the initial report. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. There is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc for evaluation. Omsc inspected the device and confirmed the following; omsc verified the reported phenomenon by combining the video system center cv-290 and the light source cable maj-1941 owned by the user facility with the device, but did not reproduce it. The device was energized for about 1 hour, and the scope cable was vibrated, but the reported phenomenon was not reproduced. The same phenomenon occurred in the previous procedure. There was no abnormality on the exterior of the device. When the device was connected and operated according to the instruction manual, there was no abnormality. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image abnormality occurred. The user facility also reported that the entire monitor screen suddenly became blurred as if it was hazy. The intended procedure, upper endoscopy, was canceled. The device was used with the flex videoscope gif-xp260ns, an asset of olympus, and an olympus video system center cv-290. There was no report of patient injury associated with the event.